Event description:
Noise was observed on lead and ff. All values are within range. Lead will be evaluated further with postural testing and remains actively implanted at this time. No adverse patient events were reported. Should additional information become available, this file will be updated. 8-feb-2021 lead received.

Manufacturer narrative:
This lead was explanted due to noise. Upon receipt, the lead under complaint was found cut 11cm distal to the df1 connector pin and 40cm proximal to the lead tip. The distal and proximal fragments were received for analysis. The medial fragment (approx. 11cm length) was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually analyzed. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation (31cm proximal to the lead tip) was found damaged due to wear and the conductor cable leading to the ring electrode (9cm proximal to the lead tip) was found fractured, which are assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. A thorough analysis showed between 28cm and 3 cm proximal to the lead tip calcified appearing tissue residuals, which had impact on the maneuverability of the lead and led to excessive mechanical stress. Further damages such as a deformed rv shock coil and cuts into the insulation, most likely occurred during the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise was observed on lead and ff. All values are within range. Lead will be evaluated further with postural testing and remains actively implanted at this time. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was explanted due to noise. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.